Manufacturer narrative:
Initial MDR 2517506-2021-00092 was filed 07-apr-2021. Additional information (21-jun-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. A siemens hardware remote service center engineer was dispatched to the site and verified the overall system hardware. Standard routine maintenance was performed on the system and no parts required replacement. No system malfunction was identified. Hsc reviewed the information provided by the customer and the instrument data. Calibration was within conformance, quality control replicates recovered within the customer's established range, and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. No process errors were identified at the time of the discordant result. No further discordant vanc results have occurred. A potential product issue has not been identified. The system is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely depressed vancomycin (vanc) result obtained on a patient sample on the dimension vista® 500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was not reported to the physician. The sample was reprocessed on the same system. The reprocessed result was higher than the discordant result, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.